Event description:
It was observed that during the device evaluation, the colonovideosocpe exhibited a burned plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event 13 is detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.